Manufacturer narrative:
The insulin pump alarmed at 3.5 lbs during prime and motor error during basic occlusion test due to faulty force sensor system. Damage by moisture. The motor was testedoutside the device and passed. The pump was received with cracked case atdisplay window corners and battery tube threads and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.